Manufacturer narrative:
Reported event of carrier unable to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician, under the supervision of another physician, attempted three times to use the capio device over the sacrospinous ligament. However, the device failed to catch the taper cut bullet. They tested the device outside the patient and it worked well. The device was used again on the patient but still it failed to catch the bullet. The capio slim was examined and they noted the needle driver stopped half way; it failed to extend or retract. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be pain free with normal urination.

Manufacturer narrative:
Analysis of the returned capio slim device confirmed that the device didn't have any damages. The carrier deploys to the center slot on the catch and extends and retracts freely. The mesh assembly was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The complaint was not confirmed. The device did not show any evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician, under the supervision of another physician, attempted three times to use the capio device over the sacrospinous ligament. However, the device failed to catch the taper cut bullet. They tested the device outside the patient and it worked well. The device was used again on the patient but still it failed to catch the bullet. The capio slim was examined and they noted the needle driver stopped half way; it failed to extend or retract. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be pain free with normal urination.